Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l4-l5 spinal root decompression. In 2000, the patient presented with radiculitis. The investigator noted the event as moderate in intensity. MRI of the lumbar spine showed no recurrent neurocompression. Patient was given stretching exercises. The outcome of the event was patient was lost to follow up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect. Almost 3 weeks following previous event, the patient presented with leg weakness. The investigator noted the event as mild in intensity. No action was taken. Patient complained of weakness in the pt's legs that was relieved by eating. The outcome of the event was patient was lost to follow up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as an idiosyncratic effect.